Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that during preventive maintenance, that the heartstart mrx etco2 was not functioning. There was no patient involvement.